Manufacturer narrative:
(B)(4). Concomitant medical products dilatation catheter: 3.5x12 nc trek, guide wire: balance middleweight. Dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. The device was not returned for analysis, as the site indicated that the delivery system was discarded and the stent remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties and a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, it should be noted that the xience prime, xience prime small vessel (sv), and xience prime (ll) everolimus eluting coronary stent system electronic instructions for use states: note: if, during withdrawal of the catheter, resistance is encountered, use the following steps to improve balloon rewrap. Re-inflate the balloon up to nominal pressure. Deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 to 15 seconds longer. Position the inflation device to negative or neutral pressure. Stabilize guide catheter position just outside coronary ostium and anchor in place. Maintain guide wire placement across stent segment. Gently remove the stent delivery system with slow and steady pressure. Tighten the rotating hemostatic valve. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.

Event description:
It was reported that during the procedure to treat a mildly calcified de novo lesion in the mildly tortuous mid circumflex (lcx) coronary artery, after advancement of a balance middleweight (bmw) guide wire via femoral access, the lesion was pre-dilated with a 1.5x12mm mini trek balloon dilatation catheter (bdc), followed by advancement without resistance and deployment of a 3.0x38 rx xience prime drug-eluting stent, without issue, at a maximum pressure of 12 atmospheres. While withdrawing the rx xience prime stent delivery system (sds), slight stickiness was felt against the deployed stent and slight force was applied to withdraw the sds. The stent was then post-dilated using a 3.5x12 nc trek balloon. After post-dilatation, a dissection was noted at the proximal edge of the stent. The dissection was successfully treated via deployment of a 3.0x28 xience prime stent, covering the proximal edge dissection and extending up to the ostium. There were no adverse patient sequelae, no occurrence of a clinically significant delay, and no other device or other procedural issues noted. No additional information was provided.